Event description:
This serious report was from a pharmacist in the USA. The pt, a (B)(6), female, (B)(6), received euflexxa (1% sodium hyaluronate) and experienced headache and heart palpitations. On (B)(6) 2011, the pt received her first euflexxa injection and after the injection she reported headache and heart palpitations. On (B)(6) 2011, the pt went to the hosp and was seen in the emergency room (ER) with tachycardia and heart rate 120 - 130 and headache. The pharmacist advised the pt was given a lovenox (enoxaparin) injection and was admitted for observation. The pt's initial vital signs were temperature was 98.3, heart rate was 146, respirations were 18 and blood pressure was 134/73. At the time of the report, the status of the events were unk and the pt remained hospitalized on lovenox, 90 mg every 12 hours. Euflexxa was discontinued. Concomitant medications were reported. Medical history was reported and also included the pt denied smoking and alcohol use history as well as denied history of hepatic or renal dysfunction. Further info has been requested. If new significant info is received the case will be re-evaluated.

Manufacturer narrative:
Company causality: possibly related based on the info provided at the time of the report.